Event description:
The intraocular lens was removed and replaced at 3 weeks post operative due to the patient's complaint of halos and glare, a known and labeled possible side effect of multifocal lens implantation.

Manufacturer narrative:
Lens has not been received for analysis. Batch records were reviewed, no deviations associated with this event were noted. Halos are known and labeled possible side effect of multifocal lens implantation.